Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
Patient recognized the pump alert on (B)(6) and went to (B)(6), where the pump was implanted. After talking to the chief resident in the emergency department they told the patient to go home. After increasing pain and first withdrawal symptoms he went on the evening to (B)(6). They thought it was a syncromed pump. The chief resident contacted the clinician and stopped the pump and he made an appointment with the clinician for today. In the meantime the patient got intravenous medication. Readout the pump according the worksheet and again interrogation after 13:00 h today according guideline.

Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the device history record of product code 91-4201, lot cnncmg; serial number (B)(4) was reviewed and confirmed that the product conformed to the specifications when released on december 6th, 2012. Data were extracted from the pump at receipt, and sent to the r&d for analysis. As expected the high voltage feedback error (hw [8]) was present. The defect reported by the customer was confirmed. All parameters of the dosage program were correct. Visual inspection august 5th 2016. The pump was returned as follows: 4 suture loops. Approx. 24 punctures were observed on the filling septum. No scratches were identified on the titan part. Approx. 2 holes observed on the bolus septum. The medstream pump was steam sterilized. The butane was extracted from the pump butane chamber. The top cover of the pump was carefully removed in order to avoid the detachment of small titanium chips from the cover during machining. This allows an access to the electronic chamber. Visual inspection of the electronic chamber showed an electronic perfectly clean state, no anomalies were noted. The hw[8] error was cleared (remark: this hw[8] was triggered when the pump was implanted) and the pump program was restarted at ambient temperature. To detect a potential piezo activation failure, the address 0x377 of the prc ram was interrogated every 6mns 40s (=400sec, duration of one piezo cycle) during around 1 hour. No failure was noted. Then it was decided to place the pump into an oven at 37°c for a week. Multiple pump interrogations were performed over the week, the pump is working as expected, no hw[8] was trigged. Electrical testing (with piezo and pump battery connected to electronic): an electrical measurement of the piezo high voltage demonstrates that the battery was able to generate the high voltage (60v) needed to activate the piezo actuator, and that the piezo is charging as expected. The maximum piezo voltage reached is 59v after approximately 250ms, which is within the acceptance criteria of 60v ± 2v in a max time of 570ms. Fifteen days after the ¿clear all error flag¿ performed, the hw[8] could not be reproduced under lab conditions (pump in the oven at 37°c, program in progress). The defect reported by the customer was confirmed by the provided transaction logs, and the pump status at reception: an hw8 was present. The investigation has not determined the root cause of the hw[8], that appeared in two instances while the pump was still implanted, as the error could not be reproduced during the investigation. An investigation step like the sterilization at 134°c, the butane extraction, the top cover machining or the electrical measurements performed on the piezo, may has modified the pump condition in a way the hw8 does not reoccurs. Moreover, it was verified that the piezo actuator was charging as expected. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.